Event description:
It was reported that this right ventricular (rv) lead had a loss of capture, with a high capture threshold. Additionally, there was a high out of range measurement, greater than 2000 ohms. This lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.